Event description:
The following was reported by the user facility to the MFR on (B)(6) 2013. The pt denied chest pain in the beginning of dialysis treatment; however, approx 3 hours into treatment the pt began to complain of chest pain. The pt was brought to the ER via ambulance and admitted to the hospital the with fever and elevated wbc (white blood count). Upon admission, the pt was diagnosed with a hemodialysis catheter infection and underwent surgical removal of another MFR's catheter on an unk date. No further info was provided.

Manufacturer narrative:
Unk device allegation at this time. Treatment sheets from the day of the event were provided for the pt. The pt denied chest pain in the beginning of treatment however approx 3 hours into treatment the pt began to complain of chest pain and was administered nitroglycerin .400 mg sl x 1. The pt was brought to the ER via ambulance. Records have not been provided following the post treatment nurse eval. Details surrounding the current pt status are not available at this time. Additionally, sample has not been returned for eval. Based on the available info, it is unk how the devices may have caused or contributed to the reported event. When/if additional medical records are provided, this report will be updated. This is one medwatch report of five (5) being submitted as five separate devices were involved. See the below MDR numbers for all associated reports related to this event. The same pt is involved for each report. 1713747-2013-99910, 8030665-2013-00370, 1713747-2013-00183, 2937457-2013-00078, 3005162618-2013-00011.